Event description:
Add'l info rec'd from MFR 5/4/04: evaluation date/time: 11/12/2003 9:27:59 am. Qa received 2 loose ultra-fine ii short 3/10cc 1/2 unit syringes out of opened poly bag which customer claimed the scale markings are off 1/2 unit. Two syringes were examined and were found to be printed as per mfg spec. Two syringes were evaluated for volumetric accuracy at 5 and 30 units. Data; (average of 2) 0.0504, 02968 (spec: 5 units 0.0449-0.0548, 30 units 0.2844-0.3143) accuracy was found to be within specification. Cannot confirm mfg defect. No corrective action required. Evaluation date/time: 05/04/2004 2:53:02 pm. Batch history review conducted on this lot (2258288) by manufacturing. There was evidence of one notification for smeared/scratched print at the printing operation. Defect noted in the device history record, however, no other defects noted.

Event description:
The scale markings on the barrel of the syringe are set lower than what it should be. The calibration has an error. This leads to more insulin being drawn than necessary.